Event description:
During preparation, prior to use, the physician noticed black material at the distal end of the guidewire when it was removed from the dispenser hoop. The procedure was performed with another similar device.